Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular lead had high thresholds. The lead was abandoned and an epicardial lead was placed in 2008. The lead was capped. No patient complications have been reported as a result of this event.